Manufacturer narrative:
Date of event; date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was flooding at night before they could make it to the bathroom, so they had to start wearing absorbent, disposable underwear again. They increased amplitude so high that it was hurting them. They were also having urinary incontinence at times during the day. This started probably 2-3 months ago. The urinary symptoms started around the same time they had a bad fall where they hit the road with the side of their face. Possible adverse events and risks of falls were reviewed and it was recommended they decrease amplitude to a comfortable level and follow up with their managing physician for a possible device check.